Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 25-mar-2024. The most recent information was received on 04-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("major pain problem following the insertion of these implants") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2023 she experienced adenomyosis ("adenomyosis"). Essure was removed on an unknown day of the same month. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhagic periods requiring protection against urinary leakage, standard protection is not sufficient"), urinary incontinence ("haemorrhagic periods requiring protection against urinary leakage, standard protection is not sufficient."), vomiting ("intense pelvic pain leading to vomiting"), back pain ("permanent lumbar pain"), arthralgia ("knee pain"), fatigue ("chronic fatigue") and migraine ("disabling migraines"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, urinary incontinence, vomiting, back pain, arthralgia, fatigue, migraine and adenomyosis were unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, urinary incontinence, vomiting, back pain, arthralgia, fatigue, migraine or adenomyosis. The reporter commented: period of occurrence: 2015. In addition to the issues mentioned above, adenomyosis diagnosed in (B)(6) 2023 removal of the uterus is being considered, with removal of implants and tubes to be carried out at the same time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-apr-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 25-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("major pain problem following the insertion of these implants") in an adult female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2023 she experienced adenomyosis ("adenomyosis"). Essure was removed on an unknown day of the same month. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhagic periods requiring protection against urinary leakage, standard protection is not sufficient"), urinary incontinence ("haemorrhagic periods requiring protection against urinary leakage, standard protection is not sufficient."), vomiting ("intense pelvic pain leading to vomiting"), back pain ("permanent lumbar pain"), arthralgia ("knee pain"), fatigue ("chronic fatigue") and migraine ("disabling migraines"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, urinary incontinence, vomiting, back pain, arthralgia, fatigue, migraine and adenomyosis were unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, urinary incontinence, vomiting, back pain, arthralgia, fatigue, migraine or adenomyosis. The reporter commented: period of occurrence: 2015. In addition to the issues mentioned above, adenomyosis diagnosed in (B)(6) 2023 removal of the uterus is being considered, with removal of implants and tubes to be carried out at the same time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.